Event description:
Complainant alleged that during the incoming inspection of the device, the screen displayed a "pacer fault 117" when the device was charged to over 100 joules. The complainant indicated that there was no patient involvement in the reported malfunction.